Event description:
Caller reported that the quick bolus/wake button on the pump was difficult to press and required multiple attempts to turn on the pump screen. There was no adverse impact on customer¿s blood glucose level, as it remained within the normal range. Technical support instructed caller on how to properly press the button but ultimately decided to replace the pump. Caller was informed about the process for returning the faulty pump and acknowledged understanding, agreeing to use the current pump as backup therapy until the replacement arrived.